Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer declined further troubleshooting with tandem technical support and continued to use the existing cartridge for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer was able to resolve the issue. The customer's blood glucose was 324 mg/dl.